Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) level ranging from 350-400 (mg/dl). A bolus was delivered at the nurse's office. In addition, the customer had a headache. The contact alleged belief that after requesting a bolus, it was observed that the bolus had not been delivered, therefore, an additional bolus was requested. Review of the bolus history by tandem technical support verified that the pump was functioning as intended. The contact acknowledged that the pump was functioning as intended, and that all requested boluses had been delivered as intended.